Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that no reaction from ophthalmic probe during the vitrectomy surgery. Surgery has been completed on the same day by using the alternative probe. There was no further patient impact was reported.